Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The foot retraction problem was not confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effects could not be determined. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously submitted medwatch report, additional information received: the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device via a 7fr sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide plunger was removed and the lever was closed and an attempt was made to remove the proglide device but resistance was met. Thus, the proglide device was pushed down but resistance was met. An attempt was made to pull the proglide device but it could not be removed. The puncture site was cut down and the proglide device was removed out of the anatomy. When the proglide device was removed, it was confirmed that the foot had not retracted inside the guide and was exposed out of the guide. Reportedly, there was a biological substance caught around the foot which was thought to be tissue. It was not confirmed if the foot was deployed inside or outside of the artery. Prior to removing the proglide device, a guide wire was inserted. Hemostasis was achieved using a non-abbott closure device. Reportedly, the patient lost 200 ml or more of blood due to the device issue. Blood transfusion was performed. There was no change in vital signs. Reportedly, the physician indicated that the tissue was thick and the proglide device should have been pushed down further and the event would not have happened. There was a clinically significant delay in the procedure due to the cut down. The patient remains in the hospital. The physician is reportedly trained in the use of the proglide device. No additional information was provided.